Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiences high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. The customer treated with the insulin pump. Customer also reported that the insulin pump had no delivery alarm. The customer declined troubleshoot for high blood glucose level and no delivery alarm. The reservoir will not be returned for analysis.